Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient had pain at the implantable neurostimulator (ins) site on the lateral side of the ins. The patient had pain at the ins site and increased pain down the left thigh while charging on (B)(6) 2015. The pain at the ins site was so intense that the patient stopped charging. The pain then shot down the center of their thigh. The patient had pain in the left side of their back for the past few weeks and that was not a new pain, but their usual chronic pain. The patient visited their hcp and reported the pain. Visually the ins was very palpable and quite superficial. The patient was often able to feel the edge of the ins. A full impedance check was performed and was within normal limits, with no evidence of a current leak. The ins was switched to off and after 20 minutes the pain was still present. The hcp would schedule exploratory surgery and inter-operative testing for the patient. The hcp was investigating a new chronic pain flare-up. The hcp would replace the ins and the manufacturer representative would collect the ins for analysis. Surgical intervention was planned, but had not been scheduled as the hcp was awaiting theater time for the procedure. The issue was not resolved. There was no evidence presenting the link of ins pain to a device issue.